Event description:
The customer attempted a calibration of architect lh reagent lot 33198m200 and a calibration failure 1227 (cal f too high) occurred. No suspect patient results were generated.

Manufacturer narrative:
This issue was identified while investigating an increase in customer complaints for upward shifts in non-abbott control and patient sample results, as well as calibration errors. Specifically, error code 1227 "assay (lh) number (641) calibration failure, fit concentration too high for cal f" may be generated, which would result in failure to obtain a valid calibration curve. Abbott has not rec'd any reports of adverse events related to the affected lots of architect lh reagents. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.